Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. One i3 unit model was returned with an accessory set. During evaluation, the unit loaded with no error or warning messages appearing on the handheld or the vga monitor. However, upon review of the patient data log on the cardiomems hf website it was found that an error 5 occurred.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.